Event description:
It was reported that there were increased thresholds, high impedance and noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and it was determined the distal conductor was fractured. It was noted there was blood (non-obstructive) on the distal and proximal conductors, the outer insulation was cut and had a depression breach and a cosmetic depression. The lead was also noted to be stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 5076 implantable pacing lead - (B)(6) 2009.